Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a non-functioning device resulting in baseline impotence . Surgical intervention was performed to explant the ipp pump and cylinders and replace with a tactra malleable penile prosthesis. The reservoir remains implanted. There were no patient complications reported.